Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not bolusing the whole amount and inputs another amount. It was also reported the device was not giving an alarm. Blood glucose level at the time of the incident was not provided. The customer was not able to troubleshoot. The insulin pump was not replaced or returned for analysis.